Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise were observed on both leads. Clavicular crush syndrome was suspected. No electrical anomalies were found. Both leads were explanted and replaced. The patient tolerated the procedure well.